Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak through the y-site of a solution administration set. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received for analysis. The sample was visually inspected and then leak tested, and a leak was observed through fissures in the y-site elastomer. The reported condition was verified. The cause was undetermined. To address this issue, the external supplier of the y-site component was notified. Should additional relevant information become available, a supplemental report will be submitted.